Event description:
It was reported that the patient presented to the hospital with skin erosion at device pocket. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.